Manufacturer narrative:
The affected oxylog 3000 plus was manufactured in november 2012. The affected holding claw and photos of the place where the oxylog was hung were available. The analysis of the fracture point did not reveal a material defect. Based on the photos, it was found that due to the panel in the bedframe below the bed rail the oxylog with its carrying system was only placed on the end portions of the holder. This likely led to overstrain of the material over time. The holding claw is designed to withstand ten times the maximum weight of a fully equipped oxylog carrying system. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that on a oxylog 3000 plus a claw on the handle has broken off and the device fell off the bed rail. No consequences for patient or user were reported.